Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and site infections. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 519 mg/dl at the time of hospitalization. The customer's blood glucose was 161 mg/dl at the time of call. The customer stated that they were given IV fluid and medication to treat the blood glucose and to treat the infection as well. The customer stated that they had blood and puss at site as sign of infection. The customer stated that they were off the insulin pump at the time of hospitalization. The customer stated that they did not reconnect the insulin pump to infusion set since the infection. The customer declined to check for air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will be returned for analysis.